Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that an unknown burr device was stuck in the attachment device and the attachment device was stuck in the handpiece device. It was reported that the burr was not fractured. It was reported that there was no delay to the procedure as there was unspecified spare devices available and the procedure was successfully completed. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it the attachment and burr devices were stuck to the device. The burr lock mechanism assembly was disassembled and it was observed that the two springs for the lock tabs had failed and were not pushing on the lock tabs to unlock cutter devices. Therefore, the reported condition was confirmed. It was observed that one of the springs was out of place and deformed. It was observed that the other spring was out of place and completely gone. It was determined that this was possibly due to the handpiece being run without a cutter device. The assignable root cause was determined to be to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.